Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high glucose reading, the customer administered a correction bolus using the pump. The customer updated their pump's time settings and was advised to monitor for any future discrepancies, particularly those greater than five minutes. No third-party assistance was required, and the customer understood the need to follow up if the issue persisted.